Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. D2 and g4 - the product code, the common device name, and 510 are unknown. K964435, stopcock, i.v. Set, and fmg, were used as place holders. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a unspecified central line connector that experienced cracking. The reporter stated that " cracked and failed central line connectors has been reported, which is suspected to be due to a manufacturing fault ¿. Unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Additional information: d9. Device received on 7/31/2025. Investigation summary: received one (1) used. List # 011-mc3316, ext set, smallbore bifuse w/2 clave for inspection. No damage or anomalies were observed. The set was leak tested per product specifications. There was leakage from the microclave. The internal seal was found to have excessive tearing that propagated to the side wall. The reported complaint of leakage can be confirmed due to the torn seal. The probable cause of the torn seal is due to access with an incompatible mating device. The dfu states: the clave / microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. A device history record review could not be conducted because no lot number(s) was/were identified.